Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the air separator. Following part replacement, functional testing performed by the res and confirmed the machine was operating properly. The unit was returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res replaced the air separator and returned the machine back to service. Therefore, the complaint has been deemed confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a saline bag backfill occurred on a 2008t hemodialysis (hd) machine during patient treatment. The biomed stated that the saline bag was visually back filled with dialysate fluid observed in the middle of the patient treatment. No patient adverse event or injury was experienced. The biomed stated that the staff removed the saline bag and the patient was able to complete treatment on the machine. The patient did not experience any blood loss. Reportedly, the drain line length and height were within specifications and quick disconnects were used on the drain line. Follow-up information with the biomed confirmed that the saline bag backfill occurred during recirculation mode, prior to patient treatment, however, the saline back backfill was not visually observed until after a patient was connected to the machine and having treatment. The biomed confirmed that the saline line was clamped and that there was no blood backing up into the saline bag. The biomed stated that the machine had already had the cbe hardware and software upgrades upon machine installation at the facility. Following the event, the machine was pulled from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site examination of the unit. The res replaced the air separator. Functional testing performed by the res confirmed the machine was operating properly. The unit was returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.